Manufacturer narrative:
H11: the reported event is a known issue. Based on finding, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in 2019 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed about five (5) years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade.

Event description:
See initial report.

Event description:
Livanova deutschland has received a report that, during set up before procedure, the circuit breakers tripped in theatre, it would appear the heater cooler trips the breaker everytime the compressor kicks in, suspect gas loss and water entering the cooling coils causing high leakage current. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t . There was a tripped circuit breaker related to hc3t device, therefore for EU a designed protection functioned correctly in order to prevent injury. However, this caused operating room circuit breaker to trip. Suspect gas loss through cooling coils allowing water to enter and cause high insulation resitance. Heater cooler beyond economic repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.